Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: separated guide wire requiring surgical intervention. Device issue: separated guide wire. It was reported that the procedure involved an attempt to enter the pericardium (confirmed with a small injection of contrast). A .035 extra-stiff guide wire could not be satisfactorily advanced, so it was decided to use a wholey .035 guide wire. This initially advanced into the pericardial space, but was 'backed out' between the diaphragm and the pericardium. The needle was withdrawn. At this stage, an attempt to withdraw the guide wire was unsuccessful. A 5 fr dilator was advanced over the guide wire to the level of the diaphragm (to straighten out the guide wire) and an attempt to withdraw into the dilator resulted in the guide wire fracturing, and the distal end remaining at the position at the diaphragm. The patient required a second visit for surgery to remove separated guide wire. No additional event or patient information is available.